Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. On (B)(6) 2018, customer received a reading of 12-13 mmol/l from the sensor scan compared to a reading of 20 mmol/l obtained on an unknown meter. Customer self treated with an unspecified dose of insulin injection immediately but subsequently experienced dizziness and spit out blood. Customer was seen at the hospital where she was diagnosed with ketoacidosis and was treated with insulin and drip infusion. Customer was hospitalized for 3 days and reported a reading of 10 mmol/l on the sensor compared to the reading of 20 mmol/l obtained on the hcp meter on the 3rd day. Customer additionally reported a reading of 6.30 mmol/l on the sensor compared to a reading of 11.20 mmol/l obtained on an unspecified date and unknown meter. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. On (B)(6) 2018 customer received a reading of 12-13 mmol/l from the sensor scan compared to a reading of 20 mmol/l obtained on an unknown meter. Customer self treated with an unspecified dose of insulin injection immediately but subsequently experienced dizziness and spit out blood. Customer was seen at the hospital where she was diagnosed with ketoacidosis and was treated with insulin and drip infusion. Customer was hospitalized for 3 days and reported a reading of 10 mmol/l on the sensor compared to the reading of 20 mmol/l obtained on the hcp meter on the 3rd day. Customer additionally reported a reading of 6.30 mmol/l on the sensor compared to a reading of 11.20 mmol/l obtained on an unspecified date and unknown meter. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. (Adverse event/product problem) was incorrectly documented in the initial MDR 30 day report.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. On (B)(6) 2018, customer received a reading of 12-13 mmol/l from the sensor scan compared to a reading of 20 mmol/l obtained on an unknown meter. Customer self treated with an unspecified dose of insulin injection immediately but subsequently experienced dizziness and spit out blood. Customer was seen at the hospital where she was diagnosed with ketoacidosis and was treated with insulin and drip infusion. Customer was hospitalized for 3 days and reported a reading of 10 mmol/l on the sensor compared to the reading of 20 mmol/l obtained on the hcp meter on the 3rd day. Customer additionally reported a reading of 6.30 mmol/l on the sensor compared to a reading of 11.20 mmol/l obtained on an unspecified date and unknown meter. There was no report of death, serious injury, or mistreatment associated with this event.